Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had air bubbles in their tubing and reservoir. The customer declined to troubleshoot for the air bubbles. The customer inquired about using the reservoir for more than the recommended amount of time. The customer was advised against that. No further information provided.